Event description:
It was reported by the customer that a pyxis medstation es system had a patient was not crossing. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient was not crossing. A technical support specialist informed the identified findings to the customer, who confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.